Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# : (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and degenerative disc disease/herniated disc pain reported about two weeks ago they developed a terrible cold and started coughing. The coughing caused ¿an attack-shocking¿ on their thigh/knee. The shocking was so uncomfortable they turned stimulation off and the shocking subsided. There were no traumas or falls reported related to the issue. It was noted the consumer had scans in the past but none of them had ever interfered with their stimulator. Troubleshooting was performed and the patient programmer (pp) was used which confirmed stimulation was on, but the consumer was unable to feel stimulation with the same parameters they had before on group a at two volts on the left side and four volts on the right side. It was noted the consumer needed stimulation in the middle of their back, so stimulation was increased to nine volts which resulted in them feeling a little stimulation. It was further reported the consumer also had leg pain, but the stimulator wasn¿t implanted to cover their leg pain, only the middle back. The consumer later reported after a while of stimulation being turned back on it ¿got okay.¿ on (B)(6) 2016 reprogramming was performed to try and reach the lower back, if it didn¿t work they were going to try a shot of prednisone in the tailbone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.